Event description:
The iab was inserted into the patient on 10/22/97 at 2:45 p.m. And removed on 10/23/97 at 2:00 p.m. The iab did not malfunction. The patient had bleeding that was not severe. Also, the patient had a hematoma. (Event complications: bleeding/not severe/hematoma - reported) 11/4/97. (Pt's current status: unk - rpt'd 11/4/97.)